Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultrasmart meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue started 2-3 months prior to contacting lfs. The patient informed the csr that he tests his blood glucose 3-4 times a day and manages his diabetes with oral medications. The patient mentioned that he adjusts the amount of "novo-glyburide" pills he takes based on his feelings and his blood glucose results. The patient confirmed he's made this adjustment on his own accord, without the advice/recommendation from his hcp. On an unspecified date/time, after the alleged meter issue started, the patient reported developing symptoms of feeling "shaky, sweaty and not feeling well" after not being able to test. The patient confirmed he associated the symptoms with a low glucose and treated self with food. The patient confirmed feeling better afterwards. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have a new battery available at the time of the call. Replacement product was sent to the patient. The subject meter was requested back. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue started.